Event description:
Per the clinic, the device was explanted due to headache under general anaesthetic on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.